Event description:
Customer callled regarding the meter allegedly giving error 5 and the test strips are peeling. They did not report any symptoms. They did have some treatment, however, did not specify. There was no evidence of an adverse event, based on the information provided. The customer contacted medical professional for advice. The customer service representative tried troubleshooting and the meter still gave error 5. The meter and the test strips were replaced due to an unresolved issue.